Event description:
It was reported that cartridge alarm 20 occurred on pump and that alarm recurred even after new cartridge was loaded using proper technique, so insulin delivery could not be resumed. There was no adverse impact to the customer¿s blood glucose level. Customer had no backup insulin therapy available and planned to contact healthcare provider, while technical support arranged replacement pump under warranty, confirmed shipping details, provided instructions for storage mode and pump return, and advised customer to re-enter pump settings and reconnect continuous glucose monitor on replacement device.